Manufacturer narrative:
The medical records provided were limited to the implant procedure and some past medical/surgical history. Therefore, the patient's clinical course beyond the time of implant is unknown. The attorney's report alleges that the mesh was explanted due to infection, there has been no medical documentation provided to support this. Infection is a known possible adverse event listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for evaluation. Based on the information available at this time, no definitive conclusions can be made. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following information is based on medical records provided by the patient's attorney: on (B)(6) 2010 - the patient underwent a robotic sacrolpopexy, cystoscopy with bilateral ureteral catheterization, bladder biopsies, bladder fulguration, and lysis of adhesions. During this procedure the patient was implanted with a bard flat mesh. The following was alleged in the legal documentation: it has been alleged that on (B)(6) 2011 the patient underwent mesh explant due to infection.